Event description:
It is reported that customer was hospitalized due to high blood glucose. Customer's blood glucose reading at time of event was 790 mg/dl. Customer was treated with novalin r. The nurse at hospital stated that customer had high blood glucose reading earlier in the day. Time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.